Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia (ns-vt) episodes. The lead had noise seen on certain electrograms. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.